Event description:
It was initially reported by the pt that when she was walking into a casino, she experienced a painful stimulation in her chest area. There were no believed security detectors when she entered the door. The pain was said to have eventually went away and then over the weekend after she got home she began experiencing painful stimulation every min. Her husband took her to ER at one facility and was later transferred to another ER facility. The pt was disabled at that time and told to f/u with her treating neurologist. The pt later requested that her pcp refer her for explant of the device due to the painful stimulation she was experiencing. Two weeks prior to the report, the pt had an increase in her settings, but the pain didn't show up until a few days prior to the report. There has been no known trauma or manipulation to the device. The pt did go through airport security and was patted down at that time. A search performed in the MFR's programming history database indicates that the last known diagnostics performed on (B)(6) 2010 were within normal limits. During the explant surgery, the surgeon indicated that the leads were twisted due to pt manipulation. It appeared that the pt flipped generator over and over again. The lead was straight, then twisted, then straight again. The explanted lead portions and pulse generator have been returned to the MFR, but has yet to be completed on the pulse generator. Note that a large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete eval could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Good faith attempts to obtain add'l info have been unsuccessful to date.